Manufacturer narrative:
The affected trial removal handle was returned and evaluated. A visual inspection of the product confirmed the stated failure. A portion of the orange handle has fractured off. The broken piece is not returned with this complaint. This device was manufactured in 2012 and it shows signs of significant wear and usage. Our investigation included a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that when surgeon was removing stem, handle broke. All pieces were retrieved, no delay, no injury.